Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 440 mg/dl. Customer stated current blood glucose was 190 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer did not reported any symptoms as a result of high blood glucose. Customer was not using the auto mode feature at the time of event. The pump will not be returned for analysis.